Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the post-reset ram crc alarm (pump error 23), the critical block and inverse critical block did not add to zero (pump error 15 alarm), and the motor arm cannot communicate with the main arm (pump error 4 alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer was able to clear error and complete rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No unexpected pump error 23 alarms were noted during testing. Pump error 15 and pump error 23 were not confirmed during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed pump error 15 alarm on the event date of 01/25/2025 at 07:28:08.000 due to possible software anomaly. Pump alarmed a pump error 4 alarm on the event date of 01/25/2025 at 07:28:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 15. Pump error 23 was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.